Event description:
It was reported that the patient experienced sub-therapeutic stimulation as a result of lead migration. The patient had a lead revision / replacement scheduled for (B)(6)-2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received indicated the lead and stimulator were replaced. The reason for replacement was "alleged failure." No further details were reported.

Manufacturer narrative:
(B)(4). Lead model 3778-60 (B)(4) implanted: 2010-(B)(6) explanted: na; lead model 3778-60 (B)(4) implanted: 2010-(B)(6) explanted: na; programmer model 37743 (B)(4); recharger model 37752 (B)(4).